Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the home patient's automated peritoneal dialysis therapy regarding a check lines band bags alarm. Per initial report, the home patient transfer set was connected to the patient line of the homechoice set during prime. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.